Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event while the ventilator was used with a patient. An alternative device was made available. The root cause was determined to be a user error. No correction was conducted. Patient harm (desaturation) cannot be confirmed, nor excluded. Therefore, this complaint is preventively reportable.

Event description:
The machine uses high pressure oxygen interface. The doctor performed low pressure mode for ventilation for 1 min and found that the oxygen concentration could not be adjusted, and then switched to high pressure mode and the machine alarmed absence of oxygen source. Hamilton-c1 made in jan. 6, 2021